Event description:
End user of our di1010 states she purchased her device from (B)(4) online. She began using the device on saturday, (B)(6). She noted the feeling was a bit uncomfortable/hurting and she adjusted the electrodes. She used the device on saturday, sunday and monday. On monday she noted burns and bruising on her thigh. As her back was hurting she checked her back and found similar bruising and burns. She states the burns look like she had been touched with a lit cigarette. She did see a doctor who advised her she had electrical burns. She is concerned this burning has affected her muscles. She stated she was using four pads. The pads look as if they had bubbled or blistered.